Manufacturer narrative:
Implanted date: device not implanted. Explanted date: device not explanted. Occupation - materials. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender was used during a heart catheterization, and the sheath was found to be defective. The sheath had a bent tip. The defect was found pre-treatment. The patient was in fine condition. The procedure outcome was successful. There was no patient injury, medical/surgical intervention required.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to report that this reported event has been reassessed and was deemed not reportable based of the investigation of the actual sample, therefore, this event is currently deemed a nonreportable event.